Manufacturer narrative:
On 24 june 2016 it was prepared a final report with the information already submitted in the initial report. On 28 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 26 april 2016. Lot 153426: (B)(4) items manufactured and released on 21 october 2015. Expiration date: 2020-10-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain due to a peri prosthetic fracture. The surgeon removed the stem, head and liner. The surgery was completed successfully. X-rays and explants are not available.